Manufacturer narrative:
Concomitant medical product: merit medical big60 inflation device. Investigation findings: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. It is unknown if the user applied negative pressure to the balloon prior to removal. A possible contributing factor to difficulty with removal of the balloon from the endoscope accessory channel is failure to apply negative pressure to the balloon prior to removal. The instructions for use advise the user: "to deflate balloon, apply negative pressure and remove all fluid from balloon while observing balloon endoscopically." It is unknown if the user applied lubrication to the balloon prior to advancement. A possible contributing factor to difficulty with removal of the balloon from the endoscope accessory channel is failure to lubricate the balloon prior to advancement down the endoscope accessory channel. The application of lubrication will aid in endoscopic removal and balloon preservation. The instructions for use advise the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." A crack in the catheter can occur if the balloon material comes into contact with a sharp object or a burr in the endoscope channel. A crack in the catheter can also occur if the balloon experiences excessive pressure during general use or handling. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation procedure, the physician used a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. The balloon broke during the procedure. The following additional information was received on 10/18/2018: the balloon did not pop and functioned properly. It was actually the catheter that started to tear after the procedure was completed, and they had difficulty pulling the device out of the endoscope. There was a tear in the catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.